Event description:
Reporter alleged he obtained a 205 mg/dl result on the advantage system while using strips stored outside of the vial. Reporter stated he took insulin, became hypoglycemic, and the paramedics were called. Reporter stated, they obtained a results in the 40-59 mg/dl range on their system and also a result in the 200-299 mg/dl range on his same system. Reporter stated the paramedics treated him with an IV and sugary drinks. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.